Event description:
Haemonetics received a complaint on (b)96) 2012, for an orthopat device with the description "disk leak/blood in centrifuge/service necessary." No patient/operator injury associated.

Manufacturer narrative:
An evaluation of the device has not been completed to date. A follow-up report will be sent as soon as the evaluation has been completed. (B)(4).